Event description:
After the catheter was inserted into the sheath, the physician was unable to aspirate and flush sheath without pulling back air. After trying several time, the sheath was replaced and the procedure was completed. No adverse event occurred.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.